Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead and the lead was turned off. The lv was attempted to be turned back on, however at high output there was capture but also pacing in the pocket. Capture was lost when the output was decreased, and the patient still felt the sensation and discomfort in the pocket. It was also reported that the lv lead had pulled back into the pocket and the device had migrated medial. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).